Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain, constant in bilateral lower quadrants and lower back pain. Follow up information received on (B)(6) 2014 from physician: no new clinical information was provided. Follow up information received on (B)(6) 2014: patient was not pregnant. Achy with 6 out of 10 on pain scale. Follow up information received on (B)(6) 2014 from physician: after serious information received on follow-up this case was upgraded to serious and classified an incident device case. Patient information was updated; weight and height were added, the patient was considered overweight. She is a non-smoker. Physician reported that the patient has multiple drug allergies (demerol, epinephrine, norco, vancomycin and vicodin). The patient was gravida 3 and para 3; with 4 normal spontaneous vaginal deliveries. She had an appendectomy, arm surgery, cardiac cath, cholecystectomy and a jaw fracture. She had no previous gynecological interventions. She was using ortho-cyclen birth control pills. On (B)(6) 2014, essure were inserted. The patient was 6 weeks post-partum requesting surgical sterilization. During the insertion procedure cervical dilatation, sounding and general anesthesia were not applied. IV sedation was used (nos). Physician considered the procedure and the tubal ostium visualization as easy. No fluid loss was observed and the procedure did not take more than 20 minutes. The right side one coil was seen at the end of the tubal opening; on the left side 3 coils were seen. Physician reported that there was bleeding noted from the tenaculum site; hemostasis was created using monsel solution and the vagina was packed with 1 inch vaginal packing which was removed in the day after the procedure. Physician reported that the patient tolerated the procedure well and was transferred to the recovery room in good condition. No imaging tests were performed after essure insertion. The patient used oral contraceptive pills as back up contraception before total occlusion confirmation. The hsg was also not done. On unspecified date, the patient was admitted for bradycardia overnight and was released the next day. She stated that she had discomfort for a couple of days, but then had no pain until (B)(6) 2014. Starting (B)(6) 2014, the stated that she had constant bilateral lower quadrant pain in the adnexal regions on the left side greater than right with separate low back pain. Her pain was described as achy intensity (B)(6). She was taking motrin 800mg every 6 hours and tylenol 3 at night. She stated that she has never had this pain before. She has no gi problems. She also stated that her last menses lasted one week and was heavy the entire time; her menses were associated with moderate cramping. She stated that her periods were heavy before she delivered. The patient had bilateral adnexal pain post essure procedure and thought to be associated with low back pain. After discussing options with the patient, it was agreed to remove the devices via laparoscopy, at the same time, the patient would undergo bilateral cautery of the tubes with bipolar cautery. On (B)(6) 2014, the following admission physical examinations were made: vital signs: blood pressure was 118/72; respiratory rate was 18; pulse was 78 and temperature was 98.4. In general, she had no acute distress. Cardiovascular, lungs, abdomen, extremities, pelvic and ultrasound exams were all normal. On (B)(6) 2014, essure devices were removed. The right coil was removed by hysteroscopy and the left laparoscopy (no evidence of perforation was observed). She was diagnosed preoperative with pelvic pain and abnormal uterine bleeding. Physician reported that it was used general anesthesia for the procedure. The hysteroscope was introduced to the fundus of the uterus and both ostia were noted. The patient's left ostia showed no evidence of essure coil but the right ostia clearly showed the essure coil and a hysteroscopy grasper was used in order to grab the coil and the coil was removed without difficulty. A laparoscopy was done after; the inspection of the uterus revealed it to be within normal limits and the right fallopian tube and the ovary were within normal limits. The left ovary and tube were also within normal limits. A tubal ligation was performed. The left fallopian tube was visualized; essure was visualized and removed without difficulty and sent to pathology. There was still some coil material that was embedded in the fallopian tube tissue that was removed with debakeys. Unfortunately, hemostasis was not excellent. A tubal ligation on this tube was also done. During sounding of uterus, at the end of the procedure, a uterine perforation was confirmed using hysteroscopy; therefore the ablation procedure was not done. Physician stated that haven't seen the patient after surgery; however she called and said that all cramping has resolved. Follow up (B)(6) 2014: ptc investigation results were provided. Final assessment: when a term like "pieces embedded" is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken". Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the report did not state a patient injury occurred. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: the reported medical events are not necessarily indicative of a quality defect. This case also reported complication of removal (during tubal ligation procedure) due to breakage because of device being embedded within the fallopian tube. These events are not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect" and noted that the breakage event is an anticipated event. Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced abnormal uterine bleeding, there was bleeding noted from the tenaculum site, there was still some coil material that was embedded in the fallopian tube and essure was removed but there was still some coil material in fallopian tube and constant bilateral pain in lower quadrants. All events are serious due medical importance and listed according to reference safety information for essure. Pelvic pain was so intense that led to surgical removal of the devices, therefore the event is regarded as incident, while the other events are non-incidents. In this case, the physician informed the essure insertion procedure was easy, without complaints, except for some bleeding noted from tenaculum site. 8 days after the insertion, the patient started to experience pelvic pain and heavy uterine bleeding. The pain was so intense that led to a hysteroscopy to remove the devices, nine days after the onset of the pain. During the procedure, the right ostia clearly showed the essure coil and a grasper was used in order to grab the coil and remove it. On the left side, the device was not visualized and a laparoscopy was then performed. Essure was removed without difficulty and sent to pathology. There was still some coil material that was embedded in the fallopian tube tissue and was removed with debakeys. A tubal ligation on both tubes was done. Physician stated that haven't seen the patient after surgery; however she called and said that all cramping has resolved. Therefore, dechallenge regarding the pelvic pain is considered as positive. Given the event's nature and positive dechallenge, causality between the events and essure use is assessed as related. Additionally non-serious events lower back pain, no hsg done, device removal complication, cramping and bradycardia were reported. The technical investigation concluded "unconfirmed quality defect" and noted that the breakage event is an anticipated event. Based on the information available, there is no reason to suspect a quality defect.